Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and two reloads, all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No initial visual abnormalities were noted for the adapter or reloads. Both reloads had full complements of staples. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 11 autoclave cycles for the adapter. During functional testing, it was noted that the adapter could not articulate to the left. The reload were applied to test media with proper transection and stapling. The adapter was disassembled and a broken weld was noted on the articulation housing that couple the articulation link with the transmission. Functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the device being unable to articulate to one side. The broken weld was found to be caused by the laser shield not being replaced, including proof-loaded samples in production samples, potential contamination due to lack of tooling for the ball bearing assembly and the potential for insufficient cleaning of weld surfaces prior to welding. A process enhancement has been initiated. A review of the reload and adapter device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: occurred during a laparoscopic colorectal procedure. The adapter recognizes the reload as usual, cycling was done completely, but one the surgeon tries to articulate the reload, it can only articulate on one side only. Changed to new reloads but the problem still remains. But once changing to new adapter, same handle and same reloads, it all works. No patient involved, the problem was noticed prior to use. The last known patient status is stable.